Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been kinked, stretched, and detached at 133cm from the burr housing strain relief. Damage was identified to the sheath near the damaged coil.

Event description:
It was reported that the burr and rotawire ruptured. A 1.50mm rotablator rotalink plus and rotawire was selected for use. During the procedure, it was noted that both rotablator burr and rotawire ruptured together. The procedure was completed with a different device. No complications were reported and the patient's status was stable.

Event description:
It was reported that the burr and rotawire ruptured. A 1.50mm rotablator rotalink plus and rotawire was selected for use. During the procedure, it was noted that both rotablator burr and rotawire ruptured together. The procedure was completed with a different device. No complications were reported and the patient's status was stable.